Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to restart the system and reseat the sterile adapter. The customer had explained the issue occurred when targeting. Technical support explained how to do targeting and the issue was not reproduced. The customer continued to use the same system in other procedures. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the biomedical engineer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported image orientation issue prior to starting. Caller said that the image was not oriented 90-degrees. Tse advised caller to cancel the guide tool change and reseat the endoscope, but issue persisted. Tse advised caller to replace the endoscope next, but the problem persisted. Finally, the customer performed power cycle the system. The orientation was fixed manually by user and the procedure was ready to start. Caller called back and reported issue was not resolved by the power cycle of the system. The surgeon decided to start the surgery with this condition. Tse explained this issue was possibly caused by loose connection of adaptor, so advised caller to reseat it or to check the issue with universal surgical manipulator (usm) #3 after the surgery. Caller called back after the system and this issue had not occurred by reseat the adapter. Then surgeon added to say that issue occurred when targeting. Tse explained how to target, then issue was not reproduced. Tse informed caller that no error occurred. Caller acknowledged it and they will keep using the system for next surgery today. The procedure was completed as planned with no reported injury. Intuitive followed up to confirm that the image stopped rotating at 90 degrees. The endoscope did not move freely with uncontrolled motion. Event did not involve a reversed control on system arms. The zero degree endoscope was installed during the event. The surgeon did confirm the desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface. It was adapter connection failure. No damage was observed on the endoscope¿s adapter/base. The endoscope manually rotated 180 degrees. The customer reconnected the sterile adapter and endoscope. Procedure was completed with same endoscope. No patient injury. No endoscope available for return.